Manufacturer narrative:
When the physician went to retrieve the optease vena cava filter, two weeks post implantation, he recognized that the filter had migrated caudally and lodged in the left common iliac vein. The retrieval hook was against the medial aspect of the left common iliac vein, and the physician was unable to retrieve the filter. The physician opted to leave the filter in the patient. The patient is in good condition. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filters implantation and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible cause for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. There is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
When the physician went to retrieve the optease vena cava filter, two weeks post implantation, he recognized that the filter had migrated caudally and lodged in the left common iliac vein. The retrieval hook was against the medial aspect of the left common iliac vein, and the physician was unable to retrieve the filter. The physician opted to leave the filter in the patient. The patient is in good condition.